Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On (B)(6) 2025, a patient-reported via email to be experiencing adverse effects. The patient underwent bicep surgery on (B)(6) 2025, during which a 3.2 mm fiberloop button implant system was used. No further information has been provided. Additional information was received on 4/9/2025: the patient underwent surgery on the right hand. Eight days postoperatively, the patient experienced symptoms including itchiness, swelling, redness, and pain upon movement, affecting both palms. These symptoms disrupted the patient's sleep. To manage the symptoms, the patient took benadryl and zyrtec. Additionally, the patient has undergone an allergy test, and the results are pending.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.